Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, clonidine, baclofen, and dilaudid all at unknown doses and concentrations via an implantable infusion pump for non-malignant. The patient reported their pump started alarming a single tone and then it changed to a dual tone critical alarm. The pump was alarming due to an empty pump reservoir, but the pump actually still had some medication in it. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The hcp provided the patient's weight at the time of the event as (B)(6) pounds.